Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore no further investigation will be conducted at this time. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The hp (home patient) contacted baxter with regards to bypassing the initial drain. The hp said it was a low drain and nothing was coming out. The hp bypassed. The drain volume equaled 795 ml; the last fill equaled 2500 ml. The hp was filling and said, he felt okay. The tsr (technical service representative) explained what he should do if he felt too full. The tsr advised the hp to call baxter before he bypasses for assistance. There was no indication of patient injury or medical intervention. During a follow up call, the nurse stated that the hp did not develop any adverse reactions or require any medical intervention. The nurse stated, the hp was currently performing therapy without any complications. The assignable cause for the reported issue of home patient bypassing the initial drain was determined to be use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted (B)(4) regarding bypassing initial drain and wanted to know if that was okay on the home choice (hc) during fill. The home patient (hp) said it was a low drain and nothing was coming out. The hp bypassed. The drain volume (dv) equaled 795ml. The last fill (lf) equaled 2500ml. The hp was at the fill and was filling. The hp said he felt okay, and wanted to know if that was okay. (B)(4) provided an explanation and advised the patient to call baxter/gts before he bypasses and they would assist him. The hp said he did not want to do drain and said it was filling. The patient was involved, but there was no serious injury or medical intervention indicated at the time of the initial report. Baxter contacted the patient's nurse who stated that the home patient did not develop any adverse reactions or require any medical intervention as a result of this incident. The nurse stated the home patient is currently performing therapy without any complications.